Event description:
I have an impacted tooth (canine). Smile direct club aligners cannot fix this problem. I was not told this during the scanning process. My dentist told me to see an orthodontist. I have been wearing them for 8 months. My impacted tooth is still impacted. I need a "gold chain" to bring my tooth in the traditional braces. FDA safety report ID# (B)(4).